Manufacturer narrative:
Device not returned.

Event description:
Ufmw report received reporting leakage issue with use of 20130-01 spinning spiros. The ufmw describes the (B)(6) 2016 event as follows "..lumbar puncture was performed by pediatric hematology/oncology fellow with no difficulty. An intrathecal medication syringe was attached to the lp needle without difficulty. Medication flowed easily. However, chemotherapy was observed to be dripping from the end of the syringe connected to the connector applied by the pharmacy (not between the connector and the lp needle hub). The connector was removed from lp needle hub and connector checked, no obvious abnormalities. Cerebrospinal fluid (csf) flowed from the needle hub normally. The pediatric hem/onc attending reattached the connector to the needle hub and started to infuse the chemotherapy. Chemotherapy again flowed easily but dripped from the connector/syringe connection." It was also reported that over 90% of the chemotherapy had been administered to the patient. Patient was enrolled in a therapeutic study. There were no reported adverse patient consequences.